Manufacturer narrative:
(B)(4). The product analysis was unable to test for heat because on receipt, the handpiece did not run at all. The motor and bearings were corroded. (B)(4)

Manufacturer narrative:
Additional notes were added by the engineer from the pre-repair inspection: the condition of the device showed no significant physical damages. The handpiece was connected to the console and operated at default speed. The handpiece functioned normally but sounded excessively noisy. Complaint was not confirmed for the reported malfunction, overheating. The unit was released to s<(>&<)>r for processing.

Event description:
It was reported that the device is overheating and the blade is not rotating correctly. There was no patient impact reported.